Event description:
After several attempts to release the stent, the physician removed the entire system from the patient. After the system was withdrawn, the stent deployed outside the patient. The procedure was completed with another of the same device. The patient was reportedly in stable condition.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the system was not visually inspected for damage as kinks/bends or compromised packaging before use. The continuous flush was maintained. Rhv was locked during the procedure. There was no repositioning of the stent system during the procedure.